Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/07/2026, the patient reported experiencing symptoms she associated with diabetic ketoacidosis (dka), including vomiting, muscle cramps, malaise, and a brief loss of consciousness. During the episode, the patient stated that her cgm displayed a reading of ¿low¿ mg/dl, while a bg meter reading taken at the same time showed a value of 500 mg/dl. The patient reported that she was with her husband at the time of the event. Emergency medical services (911) were not contacted, as the patient regained consciousness on her own after a short period of time. The patient self-treated by administering insulin via her tandem insulin pump. The patient did not seek evaluation or assistance from a higher level of medical care, and there was no documentation of medical intervention. At the time of the report, the patient stated that she was ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.